Event description:
A suprapubic catheter was placed (argon medical devices, skater, 16 f x 25 cm). Urine leakage was seen from the hub of the catheter post procedure. The screw threads on the hub of the catheter appear to be defective and could not be easily connected to the drainage bag. Patient came in for catheter exchange. The new catheter was found to have the same problem. A third catheter was opened, and this could be connected to the drainage bag without issues.